Event description:
The user facility reported a 73yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the device was accidentally pulled from the left ventricle. The pump was replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the improper positioning was use related. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.